Event description:
It was reported that the left implantable neurostimulator (ins) was giving the patient ¿shocks down their right arm¿ in (B)(6) 2013. When the healthcare professional (hcp) checked it, impedance showed an intermittent, positional short in the case/ 0 contact. The hcp programmed around it moving to the 1- contact which stopped the jolts going down the patient¿s arm. It was noted that the patient was better on the 0 ¿ contact and had never been quite as good on the 1 ¿ program that currently existed. It was noted that they asked to have the short fixed so they could go back to using the 0 electrode. The second issue was that the right ins was going to have an 8 to 10 months battery life and they were asking to have a rechargeable unit placed on the right side because the ¿surgeries take so much out of [the patient].¿ it was noted that the week prior to report the patient was inadvertently switched to an old program c from earlier programming which the hcp never erased after the issue with theright side jolts. The hcp erased the other two programs and ¿that¿ cannot happen anymore. It was noted that the patient had a partial nephrectomy done earlier in the year.

Event description:
Follow up information received reported that the patient was scheduled for a right side exploration/revision on (B)(6) 2013 with their physician. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient received a new right extension to match their existing right battery. It was noted there was still very low impedance reading between 0 and 3. It was stated the patient experienced an overstimulation sensation with existing settings as anesthesia wore off. It was stated they turned down the voltage to 2.8 from 4.0 and the patient felt better. It was noted the patient felt good and hand plants for a neurology follow-up in the week following report. It was stated there were no plans to return the extension as the doctor felt the trouble was in the electrode.

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3389-40, lot # j0220212v, implanted: (B)(6) 2002, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).